Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to know if there were other ins's that don't take as long to charge. The patient stated that it takes them 5 hours to charge the ins to full in one sitting. The patient said they didn't like that it takes so long to charge the device. It was recommended for the patient to follow-up with their hcp to compare charge frequency with therapy settings and use. No symptoms were reported. No further complications were reported/anticipated.